Event description:
Device 2 of 2. Ref MFR report: 1627487-2012-03966. The pt has 2 scs systems. It was reported the pt is experiencing soreness at her scs ipg pocket sites after being in a car accident. No additional info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.